Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by the user¿s father that the ilet touchscreen was cracked. The damage occurred on the same date when the device may have been bumped into something. The bottom half of the screen remained usable, but the top half was not. Blood glucose was not affected. A replacement device was sent.